Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that yesterday they went through a metal detector gate and after that they started feeling a shock down where the stimulation would be. The patient also noted feeling a burning, cramping, and stabbing pain right around where their hip goes to their tail bone. The patient reported that this started yesterday and the only thing they could think of that would have caused it was passing through a metal detector door. The agent reviewed guidelines regarding security screening devices. The agent redirected patient to their healthcare provider (hcp) to further address the issue.